Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypotension (decreased blood pressure) appears to be related to a left-to-right shunt in the atrial septum, indicating a perforation. A cause of the reported perforation could not be determined. The reported patient effects of perforation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. This event occurred in the second case on october 31, 2023. After grasping of both leaflets including the anterior leaflet frail lesion with xtw, mitral pressure gradient increased to 8.2 mmhg. Considering the patient's condition and treatment goals, it was decided to leave the xtw in place. Later, when the sgc was removed, the blood pressure decreased. An l-r shunt was found in the atrial septum, and an asd occluder was placed. After placement of the asd occluder, the final pressure difference in the dc was 7.5 mmhg. No additional information provided.